Event description:
It was reported that this pacemaker exhibited some intermittent far field oversensing. The health care professional (hcp) initially called asking about the programming of the device and technical services (ts) found some instances where the oversensing was not appropriately blanked. This pacemaker remains in service. No adverse patient effects were reported.